Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to verify unexpected restart alarm due to button and keypad anomaly. The insulin pump was received with moisture damage on the electronics and motor, cracked display window corner, battery tube threads and reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they received an unexpected restart alarm. The customer's spouse reported that the buttons were unresponsive. The customer's spouse reported that the insulin pump got exposed to moisture. The customer's blood glucose was 91 mg/dl at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.